Manufacturer narrative:
Investigation summary: four photos were received and evaluated. The photos depict two 3ml packaged syringes with needle from batch #8214842 (p/n 309571) cavities 07 and 08. The two packages were still attached by the bottom web, while the top web was cut. An open seal on one of the packages was shown lengthwise. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: the potential root cause for the open seal is likely due to the failure of the knives in the packaging machine to completely cut the bottom web between the individual packages of cavities 7 and 8 resulting in the seal failure in this instance.

Event description:
It was reported that bd¿ syringes with precisionglide needle & luer-lok tip exhibited packaging failure leading to a sterile breach. No serious injury or medical intervention was reported.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringes with precisionglide needle & luer-lok tip exhibited packaging failure leading to a sterile breach. No serious injury or medical intervention was reported.